Event description:
Report rec'd by law dept. Pt alleges suffering "general decline in standard of living due to their constant worry over whether the pumps will fail again." Pt's pump is alleged "to have failed in a similar manner to the failure which had occurred in ther husband's morphine pump."